Manufacturer narrative:
Evaluation found that the om2 cable failed memory error.

Event description:
Optical module, om2 was reported by customer as having the svo2 drifting. The customer stated "drifts downward, numbers gradually drift lower. Need to recalibrate then numbers drift lower again". Edwards tech support stated troubleshooting does not resolve issue and customer wants product to be replaced.